Event description:
It was reported that when an asymptomatic patient presented in clinic, non-sustained lead noise episodes due to intermittent ventricular oversensing of a non-cardiac event were observed via stored egm. Programming change was recommended. No further information is available.